Event description:
Catheter placed and secured with stitches at the wing. The pt was sent home after placement. The same day they were re-admitted with severe blood loss and had to be reanimated in the ambulance. The catheter is still in position and clamped after the y-connection. The venous part of the catheter was broken and disappeared. Pt injury indicated.